Manufacturer narrative:
(B) (4). Zipper damage, slider broken. Eval: results: eval of the returned product shows that window side c has 1 inch broken stitches on the zipper tape to nylon. The panel side d lower left leg zipper slider body is open. (B) (4).

Event description:
The customer reported that there is zipper damage to the right and left side panels. The slider is broken. There is no pt injury reported. Inspection shows that there is 1 inch broken stitches between the vinyl and the zipper tape on the window side c.